Event description:
During a hospital visit, high defibrillation impedance was observed due to alleged lead damage on the right ventricular (rv) lead. Diagnostic imaging was performed, and no anomalies were observed. The rv lead was capped, and a new rv lead was implanted to resolve event. The patient was stable.